Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The x stage cover adjusted to prevent swivel wheels rubbing on cover. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with adjustment. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported for the site that the imaging system's x-stage cover was making noise when extending the gantry out in the x-direction. There was no patient present when this issue was identified. No further details regarding this issue, or specifically when it occurred, were provided.